Manufacturer narrative:
The insulin pump received with blank display due to moisture damage, followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, the insulin pump was received with moisture damage on the motor, vibrator tube and battery tube assembly. The insulin pump was received with minor scratches on lcd window, cracked case at the reservoir tube window corners, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The insulin pump continued to have a blank display with a new battery cap. The insulin pump was exposed to moisture and it was dropped. Customer's blood glucose level was not reported. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.